Event description:
The hosp reported that during a coronary artery bypass procedure, the acrobat-I positioner would not maintain suction. The hosp had a difficult time during the case but used the same device to complete the procedure. The hosp did not report any pt effects. Subsequently, the maquet sales rep was informed that the issue was not with the suction but rather that the malleable feet were not bent to ensure complete pod purchase on the heart's surface. The maquet rep completed an in-service with the hosp.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).